Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer (unit packaging discarded). Section d4: UDI details were not received from customer (unit packaging discarded). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: device manufacturer date details were not received from customer (unit packaging discarded). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in texas has reported via a fisher & paykel healthcare field representative that the tubing of bc191-05 nasal tubing 70mm was broken. It was further reported that there are three affected units. There was no reported patient consequence.

Event description:
A healthcare facility in texas has reported via a fisher & paykel healthcare field representative that the tubing of bc191-05 nasal tubing 70mm was broken. It was further reported that there are three affected units. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer (unit packaging discarded). Section d4: UDI details were not received from customer (unit packaging discarded). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: device manufacturer date details were not received from customer (unit packaging discarded). Method: the subject device, bc191-05 flexitrunk infant nasal tubing was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility stated that the tubing of bc191-05 nasal tubing 70mm was broken. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.